Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menorrhagia ('menorrhagia') and uterine leiomyoma ('prolapsing endometrial fibroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menses") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, menstruation irregular and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of menorrhagia ('menorrhagia') and uterine leiomyoma ('prolapsing endometrial fibroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menses") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, menstruation irregular and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.